Manufacturer narrative:
Event evaluation: this event is still under investigation.

Event description:
During a aaa procedure in 2008, the physician encountered difficulty releasing the top cap. The iliac passage was easy, deployment under repeated angio was uncomplicated, and catheterization of the contralateral limb was uncomplicated. Release of the black knob was more resistant than usual. Angio showed the displacement of the graft positioning caused by this force. Another try to release the top cap after repositioning failed. It was impossible to pull the black knob. It only comes out 10cm and pushing the top cap was impossible. Pulling the top cap to free the wire was still not working to enable the ability to pull the black knob. While pulling the white knob 5cm, pushing the top cap was still impossible. The physician tried pushing and pulling the top cap and with greater force pulling the black knob was possible. The top cap was then able to be pushed but also pushed the whole graft upwards. This may have been caused by release of distal graft fixation. A coda balloon was put in from the contralateral side. The graft was pulled with help of the balloon to keep it down and the top cap was released. Angio confirms a good graft position with both renal arteries open. The rest of the procedure went as labeled with no patient injury. No patient injury.